Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer loaded a new cartridge onto the pump, an empty cartridge alarm occurred. The customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.